Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. A medical review was performed by an isi medical officer and the following information was provided: "this patient experienced unspecified heart rate abnormalities during an ion procedure. The EKG revealed st-segment elevations which raise the concern for an ischemic cardiac event. An emergency coronary angiography (cag), which is widely considered and implemented as first-line treatment in patients with st-segment elevation due to myocardial infarction (stemi), was performed and did not reveal an ischemic coronary event. The following day, the still intubated and ventilated patient experienced a hemorrhagic stroke and deceased on the 2nd post-interventional day. Elevation of the st segment due to non-ischemic etiologies (niste) is common with a long list of potential differential diagnosis (for example, myocarditis or pericarditis, pulmonary embolus, electrolyte imbalance, rate-related repolarization changes, pre-existing elevation of the st segment without acute ischemia, dissection of the aortic wall, etc.). In this case, the cause for the niste is unknown. A hemorrhagic stroke occurs when a weakened blood vessel ruptures. This is often caused by a ruptured cerebral aneurysm or arteriovenous malformation (avm). The most common causes of hemorrhagic stroke are high blood pressure, trauma or blood-thinning drugs (anticoagulants). It is not known whether the patient suffered from any of these conditions. With the provided information it is unclear what may have caused the adverse events that ultimately lead to the patient death. Although, electrocardiographic change is not uncommon in patients with cerebrovascular disease including subarachnoid hemorrhage, subdural hematoma, and ischemic stroke, typical st-segment elevation is rare. There is no clear relationship between the non-ischemic cardiac event and the hemorrhagic stroke, and with the given information it seems unlikely that both events could be directly related to the ion lung biopsy procedure." No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient experienced a stroke. The patient was hospitalized where they experienced another stroke and expired. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced unspecified heart rate abnormalities that were identified via electrocardiogram (EKG). The EKG changes revealed st-segment elevations suggesting a myocardial infarction. A coronary angiogram was performed and no coronary blockages were identified. The patient was left on a ventilator and experienced seizures the next morning. Within the next 24 hours the patient experienced a large hemorrhagic stroke and deceased from the consequences of the stroke on (B)(6) 2022. It was reported that the following instruments were used during this procedure: 21g flexision biopsy needle, forceps, a cytology brush, a bronchoalveolar lavage, and a fiducial marker. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced unspecified heart rate abnormalities that were identified via electrocardiogram (EKG). The EKG changes revealed st-segment elevations suggesting a myocardial infarction. A coronary angiogram was performed and no coronary blockages were identified. The patient was left on a ventilator and experienced seizures the next morning. Within the next 24 hours the patient experienced a large hemorrhagic stroke and deceased from the consequences of the stroke on (B)(6) 2022. It was reported that the following instruments were used during this procedure: 21g flexision biopsy needle, forceps, a cytology brush, a bronchoalveolar lavage, and a fiducial marker. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. A medical review was performed by an isi medical officer and the following information was provided: "this patient experienced unspecified heart rate abnormalities during an ion procedure. The EKG revealed st-segment elevations which raise the concern for an ischemic cardiac event. An emergency coronary angiography (cag), which is widely considered and implemented as first-line treatment in patients with st-segment elevation due to myocardial infarction (stemi), was performed and did not reveal an ischemic coronary event. The following day, the still intubated and ventilated patient experienced a hemorrhagic stroke and deceased on the 2nd post-interventional day. Elevation of the st segment due to non-ischemic etiologies (niste) is common with a long list of potential differential diagnosis (for example, myocarditis or pericarditis, pulmonary embolus, electrolyte imbalance, rate-related repolarization changes, pre-existing elevation of the st segment without acute ischemia, dissection of the aortic wall, etc.). In this case, the cause for the niste is unknown. A hemorrhagic stroke occurs when a weakened blood vessel ruptures. This is often caused by a ruptured cerebral aneurysm or arteriovenous malformation (avm). The most common causes of hemorrhagic stroke are high blood pressure, trauma or blood-thinning drugs (anticoagulants). It is not known whether the patient suffered from any of these conditions. With the provided information it is unclear what may have caused the adverse events that ultimately lead to the patient death. Although, electrocardiographic change is not uncommon in patients with cerebrovascular disease including subarachnoid hemorrhage, subdural hematoma, and ischemic stroke, typical st-segment elevation is rare. There is no clear relationship between the non-ischemic cardiac event and the hemorrhagic stroke, and with the given information it seems unlikely that both events could be directly related to the ion lung biopsy procedure." No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient experienced a stroke. The patient was hospitalized where they experienced another stroke and expired. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.